Event description:
It was reported that the temporary pacing lead that was placed in the right ventricle and connected to the atrial port of the defibrillator was not capturing, possibly due to the connector pin not being inserted far enough. Capture was observed when connected to an external pulse generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.